Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of choroidal hemorrhage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a clinical patient experienced choroidal effusion, hemorrhage or mixed effusion hemorrhage: other in the unknown eye against the xen®45 gts. Treatment is noted as durezol with decreased steroid to qid. Event is noted as unresolved/stable but continued to be monitor.